Manufacturer narrative:
This event concerns a device that was manufactured and used outside the untied states. Analysis is pending.

Event description:
On (B) (6) 2010, at the occasion of a spinal surgery, pacing failure and high threshold were observed. A lead dislodgement was identified. The physician requested to know if the device should be kept implanted at the time the re-intervention for lead repositioning would be performed. Preliminary analysis revealed no anomaly in device operations. Recommendation for lead repositioning re-intervention was given.